Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: d1, g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. A hardware reset was carried out by the fse and all cable connections were checked as no pressure was displayed from x1. After resetting and checking the cables, the fse was able to eliminate the error and the problem was resolved. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has recurring auto-fill errors to the point that operation of the unit is no longer possible. There was no harm or injury to the patient and no adverse event was reported.